Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when installing the nasal cannulas in the vital emergency reception room, the healthcare professional notices an untimely disconnection between the tubing and the flowmeter 'olive' at the wall outlet. Clinical consequences and current condition of the patient or people involved oxygen desaturation". The patient's current condition is reported as "unknown". Additional information was requested from the customer, no additional information available at this time.

Event description:
It was reported that "when installing the nasal cannulas in the vital emergency reception room, the healthcare professional notices an untimely disconnection between the tubing and the flowmeter 'olive' at the wall outlet. Clinical consequences and current condition of the patient or people involved oxygen desaturation". The patient's current condition is reported as "unknown". Additional information was requested from the customer, no additional information available at this time.

Manufacturer narrative:
(B)(4) the UDI number unavailable as complainant did not report a lot number.